Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 and multigravida (4 previous pregnancies). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2020, the patient experienced abortion spontaneous (seriousness criterion intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancies / failed tubal occlusion"). The patient was treated with surgery (salpingectomy in (B)(6) 2020 and hysterectomy in (B)(6) 2020). Essure was removed in (B)(6) 2020. In (B)(6) 2020, the abortion spontaneous had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 and multigravida (4 previous pregnancies). On (B)(6) 2016, the patient had essure inserted. In january 2020, the patient experienced abortion spontaneous (seriousness criterion intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancies / failed tubal occlusion"). The patient was treated with surgery (salpingectomy in march 2020 and hysterectomy in august 2020). Essure was removed in march 2020. In january 2020, the abortion spontaneous had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-mar-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.